Event description:
It was reported that the device would not operate on dc power. There was no pt involved with the reported incident.

Manufacturer narrative:
The customer declined an offer of service repair from physio-control. Root cause for the reported incident cannot be determined.